Manufacturer narrative:
Product ID: 3889-28, lot# va0m264, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0gn8u, implanted: (B)(6) 2014, product type: lead.

Event description:
A manufacturing representative reported a patient's lead and implantable neurostimulator had to be explanted due to a malfunction. There were no patient symptoms reported and no further information available. The ins was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.